Event description:
Information was received from a patient regarding an external device to an implantable pump infusing dilaudid and an unknown drug for malignant pain. It was reported that the patient had their handset replaced 'a few months ago,' and 'it seemed to take care of the problem,' but now they were having issues with the communicator. The patient later clarified 'it's doing a similar thing again,' where patient stated 'it was good at first when they cleared out a lot of old information, but for about 2-3 weeks, it's been taking a long time to connect to the pump' and lagged at 90%. The patient stated their old handset took 5-6 minutes to connect to the pump and their equipment is doing a similar thing now. The patient mentioned the handset/myptm app 'would cancel out so I'd have to restart.' The patient then stated last night, they tried to plug the communicator in, but it would never update - but then stated the comm unicator 'was just not working at all.' The patient clarified they had gotten a low communicator battery message on the handset, so they plugged the communicator in and it took 4 hours, and later stated 4-5 hours, for it to turn green. The patient unplugged and plugged it back in, and eventually the communicator indicator light did turn green, but then it went back to orange this morning. The patient confirmed the cord did not seem loose or wiggly, and the cord goes in all the way, along with no charging cord issues. The patient denied the communicator being wet or dropped, and confirmed they have been using the same outlet to charge the handset well. While on the call, patient mentioned they were recently traveling out of the country, and they had no issues with the communicator charging while they were there, but connecting to the pump 'was a little slow.' The manufacturer's patient services specialist (pss) assisted the patient in clearing data, and patient confirmed they were able to successfully connect to their pump and request/receive a bolus. The patient stated this connection to the pump was much faster after clearing data and did not lag. Pss reviewed lag and communicator charging considerations and recommended patient monitor the issues and call back if it persisted.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that the handset was getting slow and lagging at 90 percent again. The patient noted that they had called a couple times before for assistance with clearing the handset data. The agent guided the patient through clearing the handset data. The patient will call back if further assistance needed.